Event description:
The report rec'd from the registry indicates that following the index procedure at 6-24h post procedure, peak ck was (282) <2 above upper normal level (unl), peak-ck-mb was (26) 3 times above unl. At 24h-discharge peak ck was <2 times above unl and peak ck-mb was <2 above unl. A non-q wave myocardial infarction (mi) was diagnosed. The location of the mi was undetermined. There was no evidence of stent thrombosis. Additional percutaneous intervention was not required. This event was reported as unlikely related to the index device and as probably related to the index procedure.

Manufacturer narrative:
This patient was randomized to the registry for two-vessel disease. The indication for the index procedure was unstable angina pectoris and positive echocardiogram (ECG) stress test. A staged procedure was not planned. The target lesion was the first diagonal branch. The vessel was native coronary artery. Two cypher select plus stents were implanted at the target lesion. The first stent was followed by a second stent. Vessel characteristics and procedural details were not provided. Medications at discharge included 150mg aspirin, 75mg clopidogrel, statins, ace-inhibitors, and beta-blockers. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00716. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.